Event description:
It was reported that after starting a new dexcom g7 sensor, glucose values did not display and the sensor failed to connect to the ilet despite troubleshooting, resulting in the user entering a fingerstick value and operating in bg run mode; the event was characterized as intermittent communication failure involving the electrical/magnetic subsystem, specifically the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review for interoperability issues. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.